Event description:
It was reported that the connector pin broke during implant. The lead was replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
UDI (di): (B)(4).